Manufacturer narrative:
The reported field event of high lead impedance was not confirmed. External insulation abrasion was noted at 14.6- 16.0cm from the distal tip, consistent with lead friction to a feature of the heart. The etfe coating was abraded at the same location. Externalized conductors due to internal insulation abrasion were noted at 12.0-14.6cm from the distal tip. The etfe coating was abraded at the same location.

Event description:
It was reported that the lead was explanted due to increased pacing lead impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.